Event description:
It was reported the patient saw a manufacturer start up screen whenever they tried to increase the amplitude with the plus button. It was stated this had been happening since (B)(6)-2013 and the patient stated they needed to turn it up because they didn¿t feel any stimulation and they thought it had been about a month. It was noted the patient confirmed they had the correct batteries in their programmer and they were able to synchronize and stated the stimulation was on at 1.5 volts. Reportedly, when the patient tried to press the plus button the screen went to the startup screen and just said ¿interstim icon.¿ it was noted the patient was not trained adequately on using the device. It was also reported the patient had a loss of therapeutic effect and had not gotten symptom relief in about a month. It was stated the patient was having problems with their implantable neurostimulator (ins) and stated ¿it isn¿t working.¿ it was noted the patient had their device looked at the week prior to report and they had their device set but as soon as they got in their car the stimulation went away and their symptoms were not being controlled. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient had an appointment scheduled for (B)(6)-2013 and were ¿getting another one.¿

Manufacturer narrative:
Concomitant: product ID 3037, (B)(4), product type programmer, patient, product ID 3889-28, lot# va04m46, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).